Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient¿s implantable neurostimulator (ins) started ¿cutting¿ through their skin which began a year and a half after implantation of the ins. It was noted that the ins started coming through their skin at the bottom of the implant and not at the incision site. It was reported that the ins worked for them but, because it was coming out of their body, they needed to have it replaced. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.